Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis catheterization, the peritoneal tube was found to be damaged, the product was replaced immediately and the issue was resolved and treatment was completed. There was no reported patient injury.